Manufacturer narrative:
Unopened product from the same lot was returned and found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not been returned for evaluation at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on 07/05/2016 by an optician that a patient experienced lenses torn during wear upon removal from her left eye, which resulted in a little piece of lens getting stuck under her eyelid. The event occurred twice, and both times the patient had to go to the emergency room to remove the lens fragment. Additional information was received on 07/20/2016 via a questionnaire which was completed by the optician along with a letter from an ophthalmologist. The questionnaire stated that the event had resolved and the patient discontinued contact lens wear. The letter from the ophthalmologist stated that the event occurred twice, at an eight day interval (with lenses from the same lot number), the patient experienced difficulties in removing the lenses from her eye and it resulted in lenses tearing. The experiences resulted in three "consultations in emergency" and corneal lesions on the left eye. The ophthalmologist suggested to the patient to stop using this lot number of lenses. It is noted that the event resolved. Additional information has been requested but not yet received.